Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the trunk cable was severed and the trunk cable connector was missing, preventing the electrode belt from connecting to a monitor. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed incoming functionality testing.